Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation: lab manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon opening the packaging of a flexor shuttle select guiding sheath, the dilator was broken. The device did not make patient contact. The patient did not require any additional procedures due to the occurrence. The patient did not experience any adverse effects.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, upon opening the packaging of a flexor shuttle select guiding sheath, the dilator was broken. The device did not make patient contact. The patient did not require any additional procedures due to the occurrence. The patient did not experience any adverse effects. Investigation ¿ evaluation: reviews of the device history record, instructions for use (IFU), and quality control procedures, were conducted during the investigation. The reported flexor shuttle select guiding sheath was not returned. As a result, a device failure analysis could not be performed. Additionally, no product from the same lot is available and no product has been returned for similar issues, therefore no representative product is available. Cook also reviewed product labeling. The product IFU provides the following information to the user related to the reported failure mode: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. At this time, cook could not conclude that nonconforming product from the affected lot exists in house or in the field. Based on the available information, cook has concluded a component failure contributed to this failure mode. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.